Event description:
Customer reported a pop, then the system displayed an overload fault. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the x-ray tube. System operates as intended. This MDR is related to ge healthcare complaint.